Event description:
Incident occurred on (B)(6) 2022, involved an 80-year-old patient treated for bypass surgery coronary left internal mammary on posterolateral and right internal mammary on anterior interventricular under circulation extra bodily. During the intervention the clips self-removed from the internal breast on which they had been applied. Consequence: significant blood loss of 400 ml. Proximal tear bleeding of the right internal mammary artery required a vascular filling , norepinephrine and then continuous follow up. During postoperative follow up, we observed a postoperative bleeding that stopped after giving 2g of fibrinogen to the patient. Patient is fine, he was discharged on (B)(6) 2022 and left the hospital.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Part number is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 59 samples were taken from the current production, the samples were functionally inspected, and during the test issue reported "ligation failure-clip not reopened" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Incident occurred on (B)(6) 2022, involved an 80-year-old patient treated for bypass surgery coronary left internal mammary on posterolateral and right internal mammary on anterior interventricular under circulation extra bodily. During the intervention the clips self-removed from the internal breast on which they had been applied. Consequence: significant blood loss of 400 ml. Proximal tear bleeding of the right internal mammary artery required a vascular filling , norepinephrine and then continuous follow up. During postoperative follow up, we observed a postoperative bleeding that stopped after giving 2g of fibrinogen to the patient. Patient is fine, he was discharged on (B)(6) 2022 and left the hospital.